Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a osteoplastic flap procedure. It was reported that trace and point merge registration with 1.3 registration (using skull mounted drf) and it seemed accurate. An hour and a half into the case without navigation, they checked accuracy and found that they were inaccurate by approximately 5 cm (direction unknown). They double checked that drf did not move. They decided to re-registered and were able to check accuracy. However, when they tried to use navigation later, seemed very inaccurate (5 cm at least, direction unknown). As the surgery progressed, they had to resect part of the patient's skin, so they attempted to edit the registration model to a skull and register off of the scull with no success. They tried switching from the flat emitter to the side emitter which did not resolve the issue. They decided to abort use of navigation on. There was a reported delay of one hour or longer. There was no reported impact on patient outcome.

Manufacturer narrative:
D9/h2-h3/h6: logs and archives were received however analysis has not been competed at this time. Codes b21, c21 and d16 reflect this. H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: software analysis was completed. The archive was reviewed. The archive contained 3 CT exams. All 3 scans were used for registration. Exams were per stealth protocol but the superior part of the head and both the ears were cut in the scan. Multiple registrations were done. The registration with 1.3 mm error metric, had both touch and trace registrations. Few trace points were under the skin and lot of trace points were outside the anatomy in the superior part as those parts were not captured in the scan. As the site observed ~5 cm (50 mm) of inaccuracy, it was suspected that there were some reference frame/patient movement however there was insufficient information to know the root-cause of the issue. Codes b01, c19 and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.